Manufacturer narrative:
(B)(4). The device was requested for evaluation. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Venous connection is "broken." No patient involvement. Event took place prior to use. (B)(4).

Manufacturer narrative:
For further investigation the device history record for oxygenator lot 70108091 was reviewed. The product passed every production step and was not marked as scrap. During the review of the DHR no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. The most probable cause of the failures found is excessive physical force during transport. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) received the product for investigation. A visual inspection has been performed in the laboratory of the manufacturer. During visual inspection it was noted that the locking hook at the blood inlet connector was broken off. Furthermore, it was detected that the holder for the locking hook has been deformed (twisted). The module was not fixed when the package was opened, the locking hook was loose in the box. Additionally, at the tyvek cover and intermediate layer of the packaging, holes and imprints of the locking hook and the holder were seen. The most probable cause of the failures found is excessive physical force during transport. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).